Event description:
End user states that the bracket that holds the leg split at the bottom of the base, causing the leg to collapse and his wife to fall. Consumer states his wife is sore and has bruising on her heel.